Event description:
A user facility reported to olympus that an error "e103" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service engineer. The fse determined a non-olympus lamp was installed in the unit and likely caused the error and igniter failure. Additionally, the evaluation found that it took time for the lamp to ignite due to igniter failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d8. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproducible and the cause could not be identified. The field service engineer reported that a non-olympus lamp was used but unable to determine if it triggered the phenomenon. A description is in the clv-190 instruction manual. Following this could prevent the phenomenon to occur: ¿[6.1 replacement of the examination (xenon) lamp]. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.